Event description:
Sorin group (B)(4) rec'd a report that the roller pump stopped during priming. The customer reported that a motor temperature alarm was displayed, followed by the pump stoppage. The pump was power cycled to clear the alarm. There was no report of pt injury as a result of this incident.

Manufacturer narrative:
The mfg date will be provided in a f/u report. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the roller pump stopped during priming. The customer reported that a motor temperature alarm was displayed, followed by the pump stoppage. The pump was power cycled to clear the alarm. There was no report of pt injury due to the reported pump stoppage. Sorin group (B)(4) has requested that the pump be returned for eval. A f/u report will be filed when the investigation is complete.